Event description:
It was reported that this patient received an inappropriate shock while on holiday in (B)(6). The patient felt ok after the shock and returned back to the (B)(6) to be reviewed at the clinic. Various provocation maneuvers were done with this subcutaneous implantable cardioverter defibrillator (s-ICD), and noise was seen in all sensing vectors especially the primary and alternate sensing vectors. X-ray images were taken and sent for technical review. The device was reprogrammed to prevent future inappropriate shocks and kept programmed to the secondary sensing vector. A review of the device data by technical services (ts) noted that there was a possibility of an electrode integrity issue due to the reproducible artifacts at the follow up. Ts noted that at this moment the situation appears pointing towards electrode issue which may require further invasive actions at a minimum to replace the electrode. Also, the x-ray images that shows comparison from initial one and more recent shows a change in electrode body shape when getting close to the device header. Additional information noted that the system was explanted and was planned to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was expected to be returned. Upon return and analysis completion this investigation will be updated.

Manufacturer narrative:
This report is being filed to correct the adverse event/product problem and update the patient identified and the implant and explant date.

Event description:
It was reported that this patient received an inappropriate shock while on holiday in dubai. The patient felt ok after the shock and returned back to the united kingdom to be reviewed at the clinic. Various provocation maneuvers were done with this subcutaneous implantable cardioverter defibrillator (s-ICD), and noise was seen in all sensing vectors especially the primary and alternate sensing vectors. X-ray images were taken and sent for technical review. The device was reprogrammed to prevent future inappropriate shocks and kept programmed to the secondary sensing vector. A review of the device data by technical services (ts) noted that there was a possibly of an electrode integrity issue due to the reproducible artifacts at the follow up. Ts noted that at this moment the situation appears pointing towards electrode issue which may require further invasive actions at a minimum to replace the electrode. Also, the x-ray images that shows comparison from initial one and more recent shows a change in electrode body shape when getting close to the device header. Additional information noted that the system was explanted and will be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this patient received an inappropriate shock while on holiday in dubai. The patient felt ok after the shock and returned back to the united kingdom to be reviewed at the clinic. Various provocation maneuvers were done with this subcutaneous implantable cardioverter defibrillator (s-ICD), and noise was seen in all sensing vectors especially the primary and alternate sensing vectors. X-ray images were taken and sent for technical review. The device was reprogrammed to prevent future inappropriate shocks and kept programmed to the secondary sensing vector. A review of the device data by technical services (ts) noted that there was a possibly of an electrode integrity issue due to the reproducible artifacts at the follow up. Ts noted that at this moment the situation appears pointing towards electrode issue which may require further invasive actions at a minimum to replace the electrode. Also, the x-ray images that shows comparison from initial one and more recent shows a change in electrode body shape when getting close to the device header. Additional information noted that the electrode was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 80mm from the terminal pin. Resistance testing found the electrode was not electrically continuous. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends in or near the s-ICD pocket region. The fractures resulted in the observed inappropriate shock, noise, and oversensing.